Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter noted in the homechoice cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an open pouch; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. During visual inspection loose particulate matter (about one square millimeter) was found inside of the welded cassette. Functional testing was performed which included self-testing and priming. Functional testing was performed with no abnormality. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.